Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no vibration. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and turned on to see if it would boot up normally. Upon starting the unit, the receiver was observed to be perpetually rebooting, but the receiver was opened and the u1 pcba was detached to download the receiver log. It was reviewed and no errors were observed related to the complaint. A vibrator motor resistance test was performed and failed. The reported event of no vibration was confirmed. The root cause was determined to be a defective motor assembly.